Event description:
It was reported that the 9800 system, prior to a case, would not boot. The system booted on the next try and the case was completed. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the single board computer (sbc). Sbc replaced and software reloaded. The system was tested and found to be working as intended. System was placed back into service.